Event description:
Initial report text: it was reported to philips that the system intermittently failed to startup. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system intermittently failed to start up. Upon troubleshooting, fse found that the iar workstation failed to start. To resolve this issue, fse reinstalled the system and performed calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.